Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The glideassist function of the diamondback coronary orbital atherectomy device (oad) was used to position the crown distal to a severely calcified lesion in the ostial right coronary artery (rca) for distal-to-proximal treatment. Three treatments were administered with imaging performed following each. During the fourth treatment, the audible pitch of the device changed. Treatment was stopped, and a small perforation was identified on imaging. The oad was removed, and prolonged angioplasty was performed to seal the perforation. A covered stent was then deployed. The patient was stable and was transferred to the ICU for observation.

Manufacturer narrative:
H6 conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention with use of the system. Device analysis conclusion: the oad was returned to csi for analysis without the guidewire. Visual examination did not reveal any damage or abnormalities that would have contributed to the reported perforation. The driveshaft crown outer diameter met drawing specifications. Review of the data log did not reveal any issues that would have contributed to the reported perforation. The oad functioned as intended during testing. As the guidewire was not returned for analysis, it could not be determined if it was damaged or contributed to the event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).